Manufacturer narrative:
Physio-control evaluated the customer's device and the reported issue could not be duplicated. The customer received a warranty replacement.

Event description:
The customer contacted physio-control to report that their device sometimes goes black. Sometimes by rebooting the power the unit works. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue through review of a video file provided by the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device sometimes goes black. Sometimes by rebooting the power the unit works. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.